Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the out tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased.

Event description:
Asku